Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where the patient was appearing twice in "visits and orders". A technical support specialist dialed into the report server and logged into the patient encounter system (pes). They checked the affected patient and found that the visit ID was associated with two different primary ids. One primary ID showed the patient as discharged, while the other showed the patient as admitted. Upon checking the database, it was found that messages were sent through the patient profile with the primary ID ending in (B)(6), and only one message (discharge) was sent to primary ID (B)(6). Some orders appeared to have gone through both primary ids. The specialist explained that the system created a new encounter with placeholder status because the order was received without corresponding adt information. This information was communicated to the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient appeared twice in visits. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.